Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was confirmed via returned device analysis. Additionally, the harness was observed to be jammed and the gripper cover was observed to be bulky. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue and jammed harness cannot be determined. The observed bulky gripper cover is a cascading event of the reported jammed harness. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Correction: this was filed as a serious injury report in error.

Event description:
It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. The gripper of a mitraclip ntw could not lower during gripper orientation. Despite troubleshooting, the clip could not lower and was removed from the anatomy. During post-procedure handling, the gripper could not lower. A replacement completed the procedure. Two clips were implanted and the mr was reduced to grade 1+. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.